Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary # product ID# d164vwc. The device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported the device demonstrated unexpected shortened longevity of approximately four and a half years. This was determined even though the parameter settings were established for a higher output. The device was removed and no patient complications have been reported as a result of this event.